Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03880, 0001825034 - 2020 - 03881, 0001825034 - 2020 - 03883.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient was revised approximately 15 years later due to unknown reasons. It was noted the patient had a hematoma and the head and taper were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.